Event description:
Customer reported the compact plus system gave a blood glucose result of 305 mg/dl at a time when he was symptomatic of hypoglycemia. Customer did not treat based on the advantage result; stepson called emt's. Emt's transported him to hospital for admission. A request was made for the return of the system and replacement was sent.